Manufacturer narrative:
Section h3: additional information ; section h6: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate 3 modular cable, lot number 7521218, did not identify any device-related issues. No issues related to the modular cable were reported, and a direct correlation between the modular cable and the reported events could not be conclusively established through this evaluation. Evaluation of the log files retrieved from the returned heartmate 3 lvad, serial number (B)(6), and the returned system controller, (B)(6), did not reveal any events which would indicate an issue with the modular cable. The modular cable was returned in like-new condition. The outer polyurethane jacket and both connector bend reliefs revealed a trace amount of blood with no evidence of discoloration or signs of damage. The controller and in-line connector pins appeared unremarkable. The modular cable was connected to a cirris tester in order to test the integrity of its wires. The cable passed without issue. The evaluation of heartmate 3 modular cable, lot number 7521218, did not identify any device-related issues. Heartmate 3 lvas IFU, rev. C, is currently available. The relevant sections of the device history record for the heartmate 3 modular cable, lot number 7521218, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The modular cable was shipped in the implant kit for (B)(6), on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Associated manufacturer's report numbers: 2916596-2020-04808, 2916596-2020-04819. It was reported that during the initial pump prep, the perfusionist noted that the flow through the pump did not appear to be normal. The repetitions per minute (rpm) increased and it appeared to have a vortex of sterile ns going through the pump. The flow remained to read at 0.0 liters per minute (lpm). The pump was implanted via a normal, uneventful surgery. The pump was started and rpm was increased to 5400. The green light was illuminated on the controller, but the surgeon could not feel that the pump was actually on. No flow was noted on the system monitor and echo. The pump was stopped, disconnected, and reconnected and there was still no flow. The controller ((B)(4)) was exchanged for a new controller ((B)(4)), but still no flow was noted through the pump. The pump ((B)(4)) and the modular cable (7521218) were then exchanged. The new pump started and was working with flows reading 4-5 lpm at 5600rpm. The pump that was giving issues ((B)(4)) was tested with modular cable 7521218 and (B)(4) in a bucket of saline post-exchange and it was noted that the pump was electronically on and pulsing, but there was very minimal vortex of flow. This is an out of box failure of (B)(4). The center will be sending back the pump, controller, and modular cable for expedited analysis. Additional information received on (B)(6) 2020 reported that the patient was doing great. No adverse events were reported and the patient was being prepared for discharge.